Manufacturer narrative:
Dates of death, event, and implant: dates estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report #.

Event description:
It was reported through a research article identifying xience drug-eluting stents that may be related to the following: death, myocardial infarction, ischemia, thrombosis, target vessel revascularization and coronary artery bypass grafting. Details are listed in the article, titled ¿randomised comparison of provisional side branch stenting versus a two-stent strategy for treatment of true coronary bifurcation lesions involving a large side branch: the nordic-baltic bifurcation study IV."